Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed large and champagne sized air bubbles coming out of the cartridge during the fill tubing step of the load sequence. Reportedly, the customer used 22 units of insulin, instead of 17 units, to complete the fill tubing step to prime the air bubbles out of the infusion set tubing. The customer's blood glucose level was not impacted.